Event description:
It was reported that the patient's stimulation was not felt, except for a few surges of intermittent stimulation. The patient's implantable neurostimulator had not been checked in years. There was no known related incident or accident reported. Additional information was requested but not available as of the date of this report. A follow-up will be filed, if additional information becomes available.

Manufacturer narrative:
(B)(4).